Manufacturer narrative:
(B)(4). No lot number was provided, as such a batch review cannot be performed. The sample is not available therefore no evaluation can be performed. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter that a reconstitution device was leaking. The customer reports that this device is used to mix angiomac with 50 ml of saline. The problem is noted during use however there is no report of patient injury, involvement or medical intervention.